Event description:
User experienced a water leak coming from the analyzer onto the floor. No one was harmed and no patient samples were involved. The field service representative found a clog in drain tubing at sample rinse station, and cleaned drain tubing. Performance tests were performed.